Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had no delivery alarms during bolus deliveries. Customer stated, they have tried several different infusion sets, but the alarm persisted. Customer stated their insulin was not expired or denatured. Customer's blood glucose was unknown. The customer requested a replacement insulin pump. The customer declined to return the insulin pump for analysis.